Event description:
It was reported that during a therapeutic hysterectomy case, the high flow insufflator's air supply stopped 30 minutes after the procedure began, causing a situation where smoke evacuation was impossible. The procedure was completed by replacing it with another product of the same model number. There were no delays in the procedure time other than the replacement of the device. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.